Event description:
It was reported that, during the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, an induced shock was performed, however, it was unsuccessful. A second attempt was performed with the same results. It was determined that there was functional undersensing on the first attempt which led to a delay in the therapy. Two external shocks were performed which also were unsuccessful. It was decided to perform cardiopulmonary resuscitation (CPR). Asystole was observed on the patient with loss of capture form the device. After more CPR the patient was able to regain normal sinus rhythm. Due to the condition of the patient, it was decided to finish the procedure, and the device was successfully implanted. The optimization of the therapy was performed a day later. This device remains in service. No further adverse patient effects were reported.